Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had experienced multiple high blood glucose. The customer had a high blood glucose level of 595 mg/dl. The customer took 10 units of bolus. The customer's blood glucose level went down to 591 mg/dl after the bolus. The customer changed the set before they called. The customer's current blood glucose level was 583 mg/dl. The customer had symptoms of nausea and vomiting. The customer would treat his high blood glucose with a bolus. The customer did not complete troubleshooting because they wanted to go to bed. The device will not return for analysis.